Event description:
The customer reported the ventilator alarmed with vent inop due to an air valve liftoff failure and failed system pressure testing. The customer reported there was no patient involvement.